Event description:
A customer reported observing air in the tubing without receiving a system error. This condition was observed during the initial drain. During troubleshooting, the customer indicated that they pressed go to start therapy prior to connecting to the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the tubing, where the home patient indicated that they began therapy without being connected to the device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.